Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that after education everything was working fine. The rep reported that he just spoke to the patient and everything was working as intended and stimulation was effective. The patient also reported that his healthcare provider (hcp) retired and couldn¿t get a hold of the surgeon to clear the power on reset (por). No further complications were reported.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain and hip. It was reported that the patients battery died on (B)(6) 2017. The patient suddenly stopped feeling stimulation. The implantable neuro stimulator recharger (insr) shows power on reset screen. The patient said he charged it last night (B)(6) 2017 and now it shows it is completely out. The patient confirmed the insr is now showing the charging screen with half of coupling bars and ins is charging. The patient indicated they have not used their programmer in 2 years and needs to find it and will call back. Could not troubleshoot due to lack of access to product. Reviewed how to bypass por on insr and charge implantable neuro stimulator(ins). No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Was incorrect in regulatory report 3004209178-2017-19636. Follow up #1. References the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the paddle in his back was "bothering him." The patient also reported that his healthcare provider (hcp) retired and couldn¿t get ahold of the surgeon to clear the power on reset (por). No further complications were reported.